Manufacturer narrative:
The literature article was attached to the medwatch form.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed (B)(4).

Event description:
The following event was reported in a literature article comparing the mynx vascular closure device with another manufacturer's vascular closure device. A total of (B)(4) participated in a study and (B)(4) mynx vascular closure devices were used. There was an unknown number of patients involved. It was reported that the mynx devices that were used for vascular closure following a percutaneous coronary intervention (pci) resulted in device failure defined as the inability to deploy the device requiring conversion to immediate manual pressure of an unknown duration, or the eventual need for alternative methods to obtain hemostasis. The operator of the device used fluoroscopic guidance and bony anatomic landmarks to access the common femoral artery. Either a 6f or 7f procedural sheath was then introduced. Additional information was requested, but is not available at his time. This is report 3 of 8 for this event.